Manufacturer narrative:
The device was returned, and the investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head button did not work and had poor image. There were no reports of patient harm.

Event description:
Olympus received further information that the intended procedure was a therapeutic laparoscopic sigmoid colon surgery. There was a procedure delay of 20-30 minutes and the procedure transitioned to laparotomy and completed.

Manufacturer narrative:
E1: correction to facility pincode: (B)(6). This report is being supplemented to provide additional information received from customer and additional information based on the legal manufacturer's final investigation. Updated fields:b1, b2, b5, d4, d8, h1, h3, h4, h6. Corrected fields: e1 address 1, e1 postal code. The subject device underwent visual and function inspection. The customer allegation was confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. A definitive root cause cannot be identified. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: "checking remote switch, focus and zoom switch: even if you do not plan to use the remote switches, be sure to check that all remote switches are working properly before using the camera. Failure to unfreeze the image during use may result in injury to the body cavity, bleeding, or perforation. Always confirm that all focus and zoom switches are working properly before use, even if you do not plan to use the focus and zoom switches. There is a risk of abnormality such as inoperative switches during use, which may cause injury to the body cavity, bleeding, or perforation." "There is a possibility of abnormalities in endoscopic images or functions. If the endoscopic image or function becomes abnormal and returns to normal spontaneously, there is a possibility that the device has already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may cause injury to the patient, bleeding, or perforation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide the corrected legal manufacturer's final investigation results. The device was returned to olympus for inspection. And the reported allegations were not confirmed. There were scratches on the electrical contacts of the video connector. Based on the results of the investigation, the scratches on the electrical contacts of the video connector suggest, that a contact failure may have occurred between the video connector and the otv-s400. This may have led to the occurrence of the reported issues. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, to olympus. The autoclavable camera head had poor image. There were no reports of patient harm. Olympus received, further information. That the intended procedure, was a therapeutic laparoscopic sigmoid colon surgery. There was a procedure delay of 20-30 minutes. And the procedure transitioned to laparotomy and completed.